Event description:
Alleged the lower pivot weld broke on the right siderail. The siderail would lock in the latch plate but would not stay up.

Manufacturer narrative:
They replaced the siderail to repair the bed.